Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: what action was taken/required to manage the problem during the procedure? Hand anastomosed post leakage identified. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 30 to 60 minutes. Procedure/surgery name gastrectomy surgery. The following information was requested but not available: 1. Was there any patient consequence as a result of the procedure being prolonged? 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastrectomy, malfunction of stapler formation.

Manufacturer narrative:
(B)(4). Date sent: 03/07/2022 additional information was requested, and the following was received: 1. Was there any patient consequence as a result of the procedure being prolonged? No 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.